Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.